Manufacturer narrative:
This report is being submitted to correct the adverse event/product problem (b1), outcomes attrib to adv event (b2), and describe event or problem (b5) in section b. Adverse event/product prob; the occupation (e3) in section e. Initial reporter; and the type of reportable event (h1) and impact codes (2) (h6) in section h. Device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was contacted and recommended possible troubleshooting options. This ICD was subsequently explanted due to normal battery depletion and successfully replaced. No adverse patient effects were reported. Additional information received detailed this ICD had recorded an alert for the explant indicator approximately five months before being unable to be interrogated. Additionally, this ICD had been implanted for approximately 13 years at the point of explant and remote monitoring had been disabled due to limited battery capacity. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was contacted and recommended possible troubleshooting options. This ICD was subsequently explanted due to normal battery depletion and successfully replaced. No adverse patient effects were reported.